Manufacturer narrative:
Additional, corrected, and/or changed data: b1, b2, h1, h6.

Event description:
Healthcare professional (hcp) later reported that the event was not related to the abbvie product, "not related, very unlikely related," and "symptoms included anaphylaxis, presumably due to another medication administered during the procedure".

Event description:
Patient reported being injected with 0.5ml of juvederm® voluma¿ with lidocaine in the under-eye area. Patient noted immediately after the injection, they experienced a "severe allergic reaction", noting they are having "unusual sensations in my face and tongue, as well as difficulty breathing". Patient additionally noted "severe redness of the entire skin, urticaria, severe swelling of the face with sudden onset thickening of the facial skin, spasms of the skin, pronounced itching all over the body". Patient was concomitantly treated with botox. Patient was treated with lemod solution 40mg and sinopen immediately post symptom onset. Symptoms resolved less than 30 minutes later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Patient reported being injected with 0.5 ml of juvederm® voluma¿ with lidocaine in the under-eye area. Patient noted immediately after the injection, they experienced a "severe allergic reaction", noting they are having "unusual sensations in my face and tongue, as well as difficulty breathing". Patient additionally noted "severe redness of the entire skin, urticaria, severe swelling of the face with sudden onset thickening of the facial skin, spasms of the skin, pronounced itching all over the body". Patient was concomitantly treated with botox. Patient was treated with lemod solution 40 mg and sinopen immediately post symptom onset. Symptoms resolved less than 30 minutes later. Healthcare professional later reported the patient experienced "an anaphylactic reaction ii-iii degree."

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, e1.

Event description:
Healthcare professional later reported the patient experienced "an anaphylactic reaction ii-iii degree."